Manufacturer narrative:
Additional information: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported pcb00 20.0 diopter intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The iol was explanted on (B)(6) 2019 due to complaints of persistent shadow in lower external corner of her field of vision. It was also reported there was no required medical intervention and the pcb00 lens was replaced with a non-johnson & johnson surgical vision lens. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
Additional information: device available for evaluation; returned to manufacturer on: 09/20/2019. Device evaluation: the pcb00 insertion device was not returned. The lens is cut in pieces small pieces are missing. The conditions of the lens returned does not allow for a complete evaluation of the lens to identify a possible cause for the reported issue of the patient perceiving a persistent shadow at the lower external corner of her field of vision; the reported issue could not be verified. A product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed that one (01) additional investigation request (ir) for this production order number has been received; with a reported device problem code of lens damaged, and results were product met manufacturing release criteria. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.